Manufacturer narrative:
The battery charging board was returned to the manufacturer for analysis. Analysis found that the reported issue could be replicated. The board failed bench testing; one of the results measured at 0.0 volts. The board passed visual inspection and all leds were lit. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the j7 and breakout box were changed. The batteries had been changed during planned maintenance (pm). The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the batteries were critical level. There was no patient present when this issue was identified.